Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-04615 it was reported that a rotawire fractured and remained inside the patient. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A peripheral rotalink® plus and peripheral rotawire¿ were used and advanced to treat the target lesion. During the procedure, the physician successfully used the rotalink to debulk the sfa. When the rotawire¿ was tried to be pulled out, it was noted that the tip of the wire separated into the popliteal area. The physician then removed the system and left the tip of the wire behind. The procedure was completed with these devices. No patient complications were reported and the patient's status was good.